Event description:
Reported as: first injection of juvederm voluma was performed one year ago. Second injection performed 4 months ago because patient had lost weight. Patient felt a "hematoma and pain." Patient treated with levothyrox.

Manufacturer narrative:
Catalog #: juvederm voluma (volume/concentration unknown). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "hematoma and pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.